Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that an ilet was dropped while charging and the touchscreen became unresponsive, preventing access to on-screen functions and a pending firmware update; the device is paired with a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem affecting user interface responsiveness consistent with a touchscreen component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.